Event description:
Consumer complaint of low blood results. Normal results range from 110-130 mg/dl fasting. Back to back blood test performed ((B)(6) 2014; 6:39pm) - results: 178 mg/dl and 121 mg/dl; consumer jut ate dinner about 10 minutes ago. Test strips are stored in original vial inside the meter case in dining room. Recall test results (B)(6) 2014; 11:15am - 56 mg/dl; (B)(6) 2014; 11:20am - 84 mg/dl; (B)(6) 2014; 11:40am - 39 mg/dl; (B)(6) 2014; 11:31am - 165 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user re-used test strip, user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/30/2014).